Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead noise seen on the hmsc website in atrial channel starting on (B)(6) 2024. Atrial channel sensing recently dropped substantially. Other lead statistical values appear generally within normal limits. Full lead evaluation is recommended. Should additional information be received, this file will be updated.

Event description:
Lead noise seen on the hmsc website in atrial channel starting 04/18/2024. Atrial channel sensing recently dropped substantially. Other lead statistical values appear generally within normal limits. Full lead evaluation is recommended. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.